Event description:
Reportable based on analysis completed on 31jan2025. It was reported that nrg transseptal needle was selected for use and when energization was attempted, the error a019 was given by the bmc rf generator. The issue was not resolved even after the cable was replaced. The radio frequency was not delivered at all, the rf tone was heard, and generator was in ready mode when attempt was made for energization. No other issue or resistance was noted. The needle was manually shaped prior to the case. Thus, the needle was replaced with same model needle and the procedure was completed successfully. No patient complications were reported. The device is expected to be return for analysis. However, analysis revealed that the nrg rf needle flush line was occluded, and the nrg needle insulation was damaged.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the nrg rf needle was visually inspected, and its insolation damaged, peeled back at its distal tip, presumably during the insertion into the dilator during the procedure. During functional test, the device failed the flushing test (pre and post decontamination). Next, the connector cable had no visible damage or abnormalities to note, each pin was individually isolated and passed the continuity test successfully. Additionally, the returned rf needle, when connected to an eeprom programmer, was recognized and successfully communicated its information. The needle was connected to the testing generator, and the device was acknowledged as invalid, prompting the generator to transition from standby to a a029 alert which confirm that the nrg was previously connected to another generator. It was also noted that the distal tip had some damage on the insulation which could have attributed to the alleged a019 alert code reported. The reported allegation was confirmed.